Event description:
It was reported that the patient was experiencing a change in therapy effect. The hcp believed the pump had malfunctioned. The patient was admitted to the hospital, the date was not specified. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.